Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off due to low power as expected by the customer. Subsequently, although the pump was charged for over an hour, it was noted to be unresponsive and was unable to be turned on. The customer's blood glucose level elevated from 131-347. The customer delivered a correction via manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.